Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement camera shipped to site 04/20/2016. Medtronic investigation of returned suspect camera finds that the returned psu has scratches on the lenses in both the emitter and detector areas. Was not able to complete an aak test due to difficulty tracking through areas affected by the scratches. The difficulty manifested for the most part in the middle and left part of the volume as well as the back edge. Dented, nicked, scratched, bent - failure physical damage due to misuse. On 04/29/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported that, while in a demonstration with a sales team, a navigation system experienced an intermittent instrument tracking issue. The medtronic representative indicated being able to duplicate this behavior. Moving the camera around until it is positioned in the "close-mid" range in the tracking details restores normal function. Positioning the camera further away from the middle of the view causes tracking to flicker, or be lost. There was no patient present when this issue was identified.